Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, the pump touch screen became unresponsive and customer was unable to read text on the touch screen due to the damage. Customer's blood glucose was 80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.